Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appear to be related to circumstances of the procedure. The patient effects of hemorrhage, hematoma and vascular dissection are listed in the prostyle instructions for use as potential adverse events associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a bilateral arteriotomy closure of the right and left common femoral arteries (lcfa and rcfa) using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully preplaced in the rcfa. Reportedly, the devices functioned as intended and significant bleeding was noted. The sheath was upsized to a 10f sheath and the physician moved to access the lcfa. After accessing the lcfa, a large hematoma was noted at the rcfa. Fluoroscopy confirmed a dissection had occurred. A surgical cutdown was performed to repair the vessel. The prostyle sutures were removed to facilitate vessel repair and there was no attempt to use them to achieve hemostasis. An endarterectomy was performed to remove fibrous material and a patch graft was used to achieve hemostasis at the end of the surgery. The patient also experienced a fair amount of blood loss, requiring a blood transfusion. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.